Manufacturer narrative:
Motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test due to motion sensor test failure alarm. All buttons functioned properly. No damage on keypad traces noted. No flattened button dome switch or unlock on lcd keypad connector noted. Time advanced properly. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motion sensor test failure and had a keypad anomaly. The customer¿s blood glucose was 138 mg/dl at the time of incident. Customer stated that the insulin pump alarmed motion sensor test failure and unable to clear the alarm due to unresponsive buttons. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.